Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Patient began having pain in the area of the implant 12 days post insertion. Pain to palpation on both the buccal and the lingual. On uncovering, the implant was spinning in the site.